Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The color control board was replaced to resolve the issue.

Manufacturer narrative:
Distributor's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
System required restart results in a loss of mechanical ventilation.